Manufacturer narrative:
(B)(4). Batch # p58n2e. Investigation summary: the analysis found that one plee45a device was returned with no apparent damage and with two cartridge reloads present. The cartridge reload (b) was received partially fired 1/3. The cartridge reload (c) was received partially fired 1/10 with the pan dislodged and several drivers out of position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: gst45b, r5903k, partially fired 1/3. Reload c: gst45g, m56435, partially fired 1/10, with the pan dislodged and several drivers out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that while performing a lap sleeve gastrectomy surgery, when mobilisation of stomach is completed with harmonic , doctor used plee60a to prepare the sleeve and fired gst60g first the 60mm firing is completed properly with no issues but when tried to remove the fired cartridge and metal frame supporting the cartridge below is struck in the cartridge jaw and only green cartridge came out. When doc tried to insert new cartridge because of metal support struck in the cartridge jaw couldn't able to load second reload. Doctor complained about the low quality of cartridge and ot time consumption going high to clear remnant. Doctor when tried all possible actions to remove metal frame out, ot scrub sister suggested scalpel to pull out the metal piece out of cartridge jaw. Post which all other 4 firings were good and perfectly fired. At the end of sleeve preparation doctor fired gst45b but didn't able to fire as cartridge drivers activated for couple of rows and stopped firing when tried to open the gun it was hard to open. When tried to load new cartridge unable to open and found plee45a is stuck. Procedure was delayed by twenty minutes. Patient consequences were not reported.